Event description:
It was reported the hand piece for the battery powered driver is running slow. This event did not occur during surgery. No additional information will be made available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An additional evaluation was performed. The customer reported the drill was running at a slow speed. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012 and (B)(6) 2013 due to motor failure. The customer called in a service request for this item on (B)(6) 2014 and reported the motor is running slowly. The previous service conditions of motor failure are relevant to the current complained issue of the motor is running slowly. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.